Event description:
The customer reported that the 840 ventilator had an erratic display. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the touchframe pcb, gui front housing and keyboard. Covidien was not authorized to service the device.